Event description:
It was reported that an overinfusion of sodium chloride occurred. There was no resultant pt complication.

Manufacturer narrative:
MFR's report date 1/23/98. The pump will not be returned to the MFR for eval. However, the user facility's biomed examined the pump with the set still in the pump, and found the set had been misloaded. The biomed removed the set from the pump and tested the pump per the safety alert and all test results were found to meet MFR's specs. User facility has determined that this was a user related incident and that the instrument did perform per MFR's specs. The correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line detector. Do not use the door to close the orange latch." The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated april 11, 1997, has been mailed instructing the user to: a) measure the mechanism gap; b) replace the follower housing assembly if necessary; and c) ensure that the set is correctly loaded into the pump mechanism. This report was filled out by the MFR.